Event description:
During a robot assisted donor nephrectomy surgery, the monopolar curved scissor tip came off in the patient. When the instrument that was being used was removed, as soon as it was pulled out, it was noticed that the tip cover was no longer on the instrument. It was sitting directly below the trocar and removed immediately, then replaced with a new tip cover. The possible issue may be the angle of removal through the trocar.